Event description:
It was reported that during an implant procedure, there was delivery difficulty with resistance while inserting the lead with a competitor sheath. When the lead was inspected outside the patient's body, damage was noted on the lead insulation. The lead was not used and a different lead was used in it's place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted slightly due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead passed the introducer test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.